Event description:
The customer reported that the system was flickering during a run then the screen went black. Now the system won't expose.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge svc rep installed the cine bridge and hard drive. While testing the cine functions, the rep found the collimator blade indicators missing. He troubleshot to bad pot in collimator and ordered a new collimator. The beam alignment and collimator were calibrated. The system performed as intended.